Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 16 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used cassette. Date of cassette's opening is not written in the cassette. The thread from the cassette has been possible to extract we have tested the knot pull tensile strength of the sample received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.48 kgf in average and 1.23 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that when lifting the suture line up to cut the thread and feeling the line go slack as the thread came completely out of the cassette. Leaving the remainder of the thread inside behind and non-retrievable for further use. Cassette packaging presentation only for veterinary use.